Event description:
A chest computerized tomography scan and sinus radiographs were ordered. The orders were entered using meditech electronic ordering device. Radiographs were acquired and stored on a fuji pacs device. The results were reported as follows: a chest radiograph report was provided; here were not any reports of a chest CT or sinus radiograph. The pt did not have a plain chest radiograph. What was reported was a chest radiograph of another pt. The tests that were performed on this pt were not reported until 24 hours later, delaying care for an infection.